Event description:
It was reported that the device was used during a laparoscopic anterior resection. When the device was fired it fired malformed staples. Another device was used to complete the case. There was no consequence to the pt.